Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was superficial femoral artery (sfa) via a contralateral approach. The location of the lesion being treated was a 90% re-stenosed unspecified stent located in the calcified and moderately tortuous superficial femoral artery (sfa). Upon attempting to treat the lesion, the sterling monorail balloon ruptured on the first inflation at unspecified atms. The procedure was completed successfully with this device. No pt injuries or complications were reported. The pt's status was reported as "good."

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, historical trending, and similar complaint trending review for product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).